Event description:
The patient needed increasing doses over the past few weeks. The physician was unable to push fluid through the cap (catheter access port); a pump problem was ruled out. The catheter was revised. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.